Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed with no issue noted. A retained sample was also evaluated. There were no issues found with the retained sample when completed functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. This occurred during patient infusion with an unknown amount of doxorubicin. It was stated that the leak was found at the pump connection. There was no patient injury or medical intervention associated with this event. No additional information is available.